Event description:
It was reported that the pump stopped all insulin delivery. The customer stated that her blood glucose level had been high; however, reportedly this was not due to the issue with the pump.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.